Event description:
A traumatic brain injured patient with increased intercranial pressure was receiving nimbex via ICU medical plum 360 infusion pump. The nimbex is neuromuscular blockade medication. This medication was being used to maintain the patient's icp < 20 mmhg. With increased icp, the patient's cerebral perfusion is jeopardized increasing risk of harm and/or death. During the infusion of the nimbex, the plum 360 infusion pump shut down without any warning. The pump was plugged into an electrical outlet and the battery was depleted.